Event description:
It was reported that the patient experienced severe pain in the area just below the lead location when stimulation was on. There was no pain when stimulation was off. The pain, described as feeling like a knuckle in the back or muscle stimulation without cramping, began while the patient was getting dressed approximately one week ago. The target area for stimulation was the lower back and leg. The patient was getting stimulation down the leg and in the buttock area, but was not getting much stimulation in the low back. Impedances over 10,000 ohms were read for all pairs with electrode #0. All other pairs were within normal range. An x-ray was taken, but the results were not known. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the x-ray did not show that the leads had migrated. The patient was reprogrammed and it appeared that a very low rate was helpful in decreasing the pain. The patient was pleased with his stimulation and no further action was being taken.

Manufacturer narrative:
Lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: unknown lead model 3778-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: unknown programmer model 37743 serial# (B)(4).